Event description:
A surgical theatre manager reported that during cataract extraction by phacoemulsification, the system would not switch to torsional mode. The system was rebooted, which resolved the issue. The case was completed with the same system, after a 45 minute delay. There was no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).